Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolus. At some time post filter deployment, it was alleged that some of the filter legs pointed upward and filter legs extended beyond the confines of the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and seven months later, multiple axial images using computed tomography (CT) abdomen and pelvis with contrast showed that an inferior vena cava filter was at the infrarenal level, with the struts seen extended beyond the wall of the inferior vena cava and abutted the transverse portion of the duodenum. However, there was no evidence of surrounding hematoma. On the same day, a computed tomography (CT) chest with intravenous contrast showed that there was a very faint linear filling defect in the right lower lobe pulmonary artery that could be sequelae of a chronic blood clot given in patient¿s history of prior pulmonary emboli and appearance on the previous remote study. This suggested chronic right lower lobe pulmonary embolus. New areas of pulmonary arterial filling defects were not appreciated. Images through the upper abdomen showed the incompletely imaged inferior vena cava filter, and at least 5 or 6 of the filter legs extended beyond the confines of the inferior vena cava wall, without associated hematoma. After one month, during the patient¿s hospital course, vascular consultation believed that some of the legs pointed upward, as it was dangerous for removal and did not recommend open surgical procedure and would only attempt to remove the filter if the patient was symptomatic. A pulmonary angiogram without contrast showed that there was no evidence of pulmonary embolism. Therefore, the investigation is confirmed for alleged material deformation and perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 07/2012), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolus. At some time post filter deployment, it was alleged that some of the filter legs pointed upward and filter legs extended beyond the confines of the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.